Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that distal tip detachment occurred. A 185cm pt2 guidewire was selected for used; however, during the procedure, the tip of the wire broke off into a small branch of a distal coronary artery. The wire fragment was not able to be retrieved. No further information provided.

Manufacturer narrative:
B3: date of event: used the first day of the aware date month as the event date as it was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: the 185cm pt2 guidewire was returned for analysis. Visual, microscopic, and dimensional inspection was performed on the device. Visual and microscopic inspection revealed the distal tip was bent, and a portion of it was detached and was not returned for analysis. The total length of the guidewire was measured from proximal to distal and it was noted that 1.5 inches of the distal tip was missing.

Event description:
It was reported that distal tip detachment occurred. A 185cm pt2 guidewire was selected for used; however, during the procedure, the tip of the wire broke off into a small branch of a distal coronary artery. The wire fragment was not able to be retrieved. No further information provided.